Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between (B)(6) 1983 and (B)(6) 1987 utilizing t tap acetabular shells. The article indicated that seven acetabular revisions were performed for unknown reasons where the acetabular cups were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The information being reported was found in a journal article titled "the outcome of total hip replacement in obese and non-obese patients at 10-18 years". J bone joint surg 2006;88-b(10):1286-1292. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for each of the revisions mentioned in the journal article. Dates of event - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture dates - unknown. This report filed march 10, 2011.